Event description:
It was reported that continuous glucose monitor displayed error message while g6 sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, and error message did not appear again after reset.